Event description:
A hospital in (B)(6) reported that an rt200 adult breathing circuit was leaking water before use on a patient.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint device is expected to be returned to fisher & paykel healthcare (B)(4) for evaluation. We will send a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint mr290 chamber was visually inspected. Results: the visual inspection revealed a break in the feedset tubing where it connects to the chamber. The feedset tube was torn where it is inserted into the chamber. The surface at the break was rough (not smoothly cut). The damage appeared to be due to the tube being pulled away from the chamber, possibly due to the feedset tube having been caught or under tension. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This product would have failed the final pressure test if in a broken state during testing. A lot check revealed no other complaints of this type for lot 110518. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).

Event description:
A hospital in (B)(6) reported that an rt200 adult breathing circuit was leaking water before use on a patient.